Event description:
Additional information was received for this (B)(4) study patient. The adjudication minutes received indicated that the day after the index procedure, the patient experienced a probable embolic infarct involving the left hemisphere; the perioperative timing of the left stent placement was noted. The event was reported as a cerebrovascular accident/cva-minor, ipsilateral, ischemic/embolic. The cec committee agreed that the event was device/procedure related. The site had previously reported an event of tia seven days after the index procedure with gradual onset of right hemitaxia that lasted greater than 24 hours and fully resolved. At the 30 day follow-up the nih stroke scale score was 0 and the rankin stroke scale score was 0.

Manufacturer narrative:
Complaint conclusion: the cc has been updated to reflect receipt of the adjudication minutes. The adjudication minutes received indicated that the day after the index procedure, the patient experienced a probable embolic infarct involving the left hemisphere; the perioperative timing of the left stent placement was noted. The event was reported as a cerebrovascular accident/cva-minor, ipsilateral, ischemic/embolic. The cec committee agreed that the event was device/procedure related. The report received from the (B)(6) indicated that the patient was enrolled in the study and had a precise 10 x 40 stent successfully implanted in the proximal left internal carotid artery (lica) during the study index procedure. The residual stenosis was 0%. The patient had no neurological deficit upon leaving the angiography suite post-procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged the day after the procedure. The patient was asymptomatic for the procedure. The proximal lica target lesion was reported to be: a 99% stenosis, 15 mm. In length, absent of thrombus, and 6 mm. Reference diameter. The lesion was pre-dilated. An 8 mm. Angioguard was used. The patient's medical history includes clinical copd, smoking, coronary artery disease, myocardial infarction, coronary percutaneous revascularization and hypertension. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15622544 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Cerebrovascular accident is a well documented potential complication of carotid artery interventions and is listed in the IFU as such. Embolic strokes are usually caused by an embolus (a blood clot that forms elsewhere in the body and travels through the bloodstream to the brain) that travels from other parts of the body to the neck or brain and blocks a blood vessel. Embolic strokes often result from heart disease or heart surgery and occur rapidly and without any warning signs. About 15 percent of embolic strokes occur in people with atrial fibrillation. When a clot forms in a blood vessel in the brain or neck it is called a thrombotic stroke. Embolic and thrombotic strokes are categorized as ischemic stroke. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, pharmaceutical, vessel and procedural factors may have contributed to the reported events. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Manufacturer narrative:
The patient had reported that the day after the stent placement he noted incoordination and numbness of his right leg. This had improved somewhat, however, the patient was readmitted because he continued to have "trouble with his right leg and incoordination" and also because he was having aching in the left jaw area where the stent was placed. A head CT scan revealed a small focal area of slightly decreased attenuation within the right centrum semiovale, felt most likely representing chronic change. There was no obvious acute finding seen. A cta of the neck and brain showed open carotids and some vertebral stenosis. No evidence of acute intracranial process was identified. Neurology consultation was performed. It was noted that the patient had not had progression of his condition. Further neurological examination found the patient alert, oriented, with fluent speech and no aphasia. He followed all commands and had no facial asymmetry. Motor examination was performed, specifically in the right leg, and all muscle groups seemed to be intact. The patient had a subjective sensory loss both anteriorly and posteriorly below knee. Babinski's sign was absent. Gait was not tested. The report received from the sapphire study indicated that the patient was enrolled in the study and had a precise 10 x 40 stent successfully implanted in the proximal left internal carotid artery (lica) during the study index procedure. The residual stenosis was 0%. The patient had no neurological deficit upon leaving the angiography suite post-procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged the day after the procedure. The patient was asymptomatic for the procedure. The proximal lica target lesion was reported to be: a 99% stenosis, 15 mm. In length, absent of thrombus, and 6 mm. Reference diameter. The lesion was pre-dilated. An 8 mm. Angioguard was used. Seven days post index procedure the patient experienced a neurological event. Onset was gradual and recovery was full with no deficit. Diagnosis was tia. No intervention was performed. The event was not related to a cordis product or anticoagulation. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.